Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient who presented to the clinic for a routine follow-up, non-sustained right ventricular oversensing episodes were observed due to possible myopotential oversensing. The low frequency attenuation filter was turned off. The patient will continue to be monitored with the securesense alert on.